Event description:
It was reported to philips that the system does not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and checked that system does not turn on. Upon troubleshooting fse found that the dcps power supply in the m cabinet was defective. To resolve the issue fse replaced the defective power supply. After replacing the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.